Manufacturer narrative:
(B)(4). Device evaluation: the lancing device involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the lancing device was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that his onetouch delica lancet(s) do not fully penetrate from the onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began sometime in (B)(6) 2012 at 8:00am. The patient informed the cca that he manages his diabetes with oral medications of metformin pills (500mg, 2x daily) and diet/exercise. On the onset of the alleged issue, the patient stated he took his dose of oral medications as usual. On (B)(6) 2012, prior to eating lunch, the patient reported having symptoms of sluggish, less energy, and blurred vision. On (B)(6) 2012 at 5:15pm, the patient indicated we was admitted to the emergency room (ER) for assistance. While at the ER, the patient stated he was administered 1 or 2 pills of metformin and was tested by the ER/hospital meter with a result of "153mg/dl". At the time of troubleshooting, the cca noted the patient was not a first time user of the lfs product, there was no misused of the device, and the correct lancets were used. The cca reviewed the technique on how to use the lancing device; however the alleged issue was not resolved. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.